Event description:
It was reported that was reported that the patient experienced recurring incontinence due to atrophy with an artificial urinary sphincter (aus). The 4.0 cm aus cuff explanted and a new 3.5cm aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.